Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device reportedly is unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip was ratcheted in the jaw and the clip came out sideways. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box, lot # 73d1500053 was manufactured on 04/13/2015 a total of (B)(4) pieces. Lot was released on 04/16/2015. DHR investigation did not show issues related to complaint. One (1) single clip of catalog number 544250 hemolok xl clips 6/cart 84/box was received, it looks used, no original packaging was received, and lot #was not confirmed. During visual evaluation no broken clip was observed, however clip was noted with different color tones: white clip (clip is observed very dry). Failure mode slipped off vessel was not confirmed during visual evaluation; however it's unknown why the clip it has a different tone color. Despite the condition the sample (different color tone & clip dry), functional inspection was performed, and one hem-o-lok clip was placed manually on p/n 544191, batch # 04e0900037-005; no quality issues were found during loading. Then, attempt to close the clip into the appropriate media tubing p/n gsn5c#305 according to (B)(4) manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07 was conducted. Other remarks: as the clip was observed under different conditions, a comparison was performed; between new clip vs clip the complaint: a new clip was placed in a container with alcohol to see if the clip had changes (color tone; whiter and / or dry) for a day. Then clip was reviewed and the clip does not change their coloration, clip was closed and the clip is not broken.

Event description:
Alleged event: the clip was ratcheted in the jaw and the clip came out sideways. The patient's condition was reported as unknown.